Manufacturer narrative:
(B)(4). H6 codes: health effect: clinical code: e1803 nodule. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with redness, infection with purulent drainage underneath sensor pod area. It was reported that there was a painful hard lump and skin redness that was warm to the touch. The patient consulted an hcp and the reaction was treated with a prescription of an oral cephalexin 500mg twice a day for 14 days. At the time of the report the patient was fine. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.